Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The blood glucose reading came over is 523 mg/dl and customer advised to treat with a syringe with the same type of insulin in her pump as per her healthcare professional. Customer stated that she has not had a blood glucose that high advised to wash her hands make sure they are dry and do a confirmation finger stick; 2nd finger stick value was 504 mg/dl. Customer will take a correction with a syringe and check again later, the last set change was this morning. Customer offered to stay on line and troubleshoot for high blood glucose however customer declined. The insulin pump will not be returned for analysis.